Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the bending rubber cut. Based on the result, we concluded that it was caused, due to a physical damage applied on the bending rubber.

Event description:
A/w nozzles missing. The time of event is unknown. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.